Event description:
It was reported that during the surgical procedure a crosslink would not lock down when doctor attached it to the rod. The surgeon was able to successfully complete the surgery by using another using a second connector from the set.

Manufacturer narrative:
Method: dimensional inspection; functional inspection; complaint history review; results: it is unknown what exactly caused the connector clips to fracture (position based on rod curvature, torque applied, etc.) So the cause is multifactoral. Conclusion: one oasys oasys transverse connector was confirmed to have a fractured clip based on the returned parts. This resulted in a minor delay in surgery. All pieces were successfully removed from the patient per the stryker rep. Manufacturing records were reviewed and no manufacturing anomalies were reported. No new harms/hazards were observed.

Event description:
It was reported that during the surgical procedure a crosslink would not lock down when doctor it attached it to the rod. The surgeon was able to successfully complete the surgery by using another using a second connector from the set.